Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent a right hip revision approximately 2 years post implantation due to right leg pain, numbness, altered sensation, right foot drop and dislocations. The liner was replaced. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Additional medical records were provided and reviewed by a health care professional. Review of the additional records identified the following: the patient underwent a revision of the right hip for the symptoms described, and an unknown constrained liner was placed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: part: 00877703602, lot unk, bioloxâ® option, head, m, ã¸ 36/0, taper 12/14. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was revised. The patient began reporting numbness, pain, and lack of sensation in their foot. Two different times a closed reduction was performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right tha revision and subsequently patient reports right leg pain, numbness, altered sensation and right foot drop. One year post-implantation and 1 1/2 years post-implantation patient seen for right hip dislocations and underwent closed reductions. Remains implanted. No further event information available at the time of this report.